Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, excessive battery discharge was noted with the battery data at 2.70v, 18ua, 5 kohms. Three months previous, the measured battery data was 2.76v, 18ua, 2 kohms and six months to that, the battery data was 2.77v, 17ua, 1 kohm.